Manufacturer narrative:
Siemens is currently conducting an investigation into the reported event and conclude the event is due to material aging. The system was repaired and returned to the customer. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom emotion 16 system. The customer reported hearing a noise and the front cover was open with a gap. Due to the gap opening, the plex ring left the original position during gantry rotation resulting in a collision inside the gantry. Additionally, it was reported that the plex ring touched the patient, however, no injury occurred. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be improper maintenance of the system. The system was operated heavily for approximately 2 years without proper maintenance. Additionally, the environment within the gantry was dirty, leading to pre-mature aging of the belt. The affected belt was replaced and the system was repaired and returned to the customer. Siemens will take an additional action by including a chapter regarding belt status checks within the maintenance instructions.